Event description:
(B)(4). I had a baby 2 years after having it put in and I have had so many side effects ever since I have had it including pain, memory loss, uncomfortable sex, severe mood swings, and much much more.